Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor had continuous occurrence of foreign substances (foreign matter stuck to the circular port mesh net). There were no reports of patients' harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction of endoscope reprocessor had continuous occurrence of foreign substances (foreign matter stuck to the circular port mesh net) was confirmed. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The events are detectable by handling the product in accordance with the following instructions for use (IFU): oer-aw instruction operation manual: chapter 3 inspection before use, chapter 5 end-of-day checks, chapter 7 routine maintenance, chapter 8 troubleshooting and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.